Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller stated patient didn't have their equipment with them in office to connect to their ins, so caller was using their handset/communicator with a510 app but it was not connecting to the ins. Caller stated handset won't find ins serial number at all, it only finds the previous sn the handset connected with and they've tried another handset/communicator with the same issue. Patient indicated they've always had issues connecting since ins was replaced and the last time they attempted to connect and couldn't was about 3 months ago. Troubleshooting reviewed that power on reset would be expected if patient had surgery and that caller should still be able to connect to ins. Caller palpated ins and indicated it was superficial (patient noted it was tender there) and noted they hadn't placed the communicator right over the ins yet. Troubleshooting instructed caller to place communicator over ins in order to connect and they were successful in connecting to the ins to see that patient is on program 4 at 2.6v and battery is ok. Troubleshooting reviewed communicator needs to be over ins in order to connect successfully. Troubleshooting reviewed if patient needs further assistance using equipment at home, they can contact medtronic. The troubleshooting steps that were taken on the call resolved the issue.